Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported dislodged cannula, hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels were very high while wearing the pod between 36 and 48 hours on the abdomen. It was reported that the patient couldn't walk. Their lips and face were numb and their legs were numb. The patient was taken to the hospital and was treated with intravenous therapy with fluids and insulin. The pod was discarded. The patient was released after 3 days.